Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available. This report is being filed on an international product, list number 8p11-22 that has a similar product distributed in the us, list number 8p11-21, with 510k/PMA/bla number p110029.

Event description:
The customer observed false positive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for a male patient between the ages of 40-50 years old. The following results were provided: sid (B)(6) hbsag initial result = 2.05 s/co, repeat result = 2.17 s/co hbsag confirmation result = 102% neut, hbsag quac2 = 2.03 s/co, confirmed positive. Additional lab results provided: anti-hbs dil = 0.88 miu/ml, anti-hbe = 1.85 s/co nonreactive, hbeag = 0.319 s/co nonreactive, anti-hbc = 0.07 s/co nonreactive, anti-hbc m = 0.09 s/co nonreactive no impact to patient management was reported.